Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation in the right ventricular outflow tract, a cardiac perforation occurred. While mapping and ablating in the right ventricle, the patient became hypotensive and an echocardiogram revealed fluid in the apical/posterior pericardium. A pericardiocentesis was performed which stabilized the patient. The patient was transferred to critical care for monitoring.